Event description:
It was reported to medtronic neurosurgery that tip of the evd catheter broke off on removal.

Manufacturer narrative:
The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.